Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred, and the pump reset unexpectedly. To resolve the occlusion, the customer primed the tubing, and for the unexpected reset, the customer changed the cartridge and resumed insulin successfully. Customer's blood glucose level ranged from 97mg/dl to 100mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.